Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right atrial (ra) lead. The ra lead sensitivity was reprogrammed. The ra lead remains in use and will be monitored. No patient complications have been reported as a result of this event.